Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) upper case was broken and the encoder was pushed inside of the device. It was also indicated that the output connector assembly was broken, hanger assembly was contaminated, main printed circuit board (pcb) was contaminated, keypad flex cable was contaminated, lower case was broken and contaminated, and an encoder assembly and four knobs were contaminated. It was also indicated that there was a back-light issue due to the connector on the main pcb. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the menu parameter dial was found broken on the external pulse generator (epg). The epg was expected to be returned for service and repair. No patient complications have been reported as a result of this event.